Event description:
It was reported that the surgeon inserted an micl 13.2 implantable collamer lens in 2006 and it was removed one week later because the lens had been inserted upside down. The reporter stated the event was likely due to a loading error. The lens was exchanged without any pt injury.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints within the work order. Conclusion: based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.